Event description:
This x-ray system keeps freezing up while screening and there is a burning odor.

Manufacturer narrative:
Method, results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.